Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that black color liquid was coming out of the end of the uretero-reno videoscope. The event was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged channel tube. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the inner wall of the channel-tube was stained by black lubricant from the damaged area, which led to this event. Damage on the channel-tube may have been due to handling of the device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.